Manufacturer narrative:
Results of investigation: error code 10004 was present after the monitor blanked out. The hp ce visually checked out the defib; no trouble found. The ce tested the unit; it failed during the check out. The main control board was replaced. The unit was tested after the repair and was found to be working properly. The unit has been returned to service. Conclusion: there were no adverse consequences to the patient. The main control board was replaced as a result of this incident. The unit was tested and returned to service in the hospital.

Event description:
Patient was in hospital, playing cards with family. Suddenly went into cardiac arrest. Put patient on defib's monitor; showed vtach. Patient was shocked once at 200 joules, then monitor blanked out. Patient was connected to a second, ICU defib. Patient was shocked again, successfully. Patient survived.